Event description:
Joint effusion [joint effusion], suspected pseudogout [chondrocalcinosis pyrophosphate], pain [pain], swelling [swelling], arthritis [arthritis]. Case description: spontaneous report was rec'd on (B)(6) 2011 from a physician regarding a (B)(6) old female pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated synvisc 2 ml injection once weekly. On (B)(6) 2011, she developed arthritis and pseudogout was suspected. Therapy status of synvisc was unk and both the event were recovering at the time of the report. The reporting physician assessed the relationship between synvisc and the events of arthritis and suspected pseudogout as probably related. Add'l info was rec'd on (B)(6) 2011 from a physician which made the case serious. The pt's medical history included the use of synvisc (hylan g-f 20) on (B)(6) 2011. On (B)(6) 2011, the pt initiated synvisc 2 ml injection once weekly for gonarthrosis. The following day, she developed pain and swelling. The same day, 8 ml opacity joint fluid with impurity was aspired in which calcium pyrophosphate was detected. In response to the events therapy with synvisc was permanently discontinued. On (B)(6) 2011, 10 ml opacity fluid with impurity was aspired and knee lavage with 20cc physiological saline water was performed. The following day, 5 ml opacity fluid with impurity was aspired and knee lavage with 20cc physiological saline water was performed. The product lot number was not reported. On (B)(6) 2011, all the events alleviated. The relationship between synvisc and the events of pain, swelling and joint effusion was not provided by the reporting physician.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.